Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed, due to lcd damage. Pictures were taken. Receiver charge and boot tests were performed and passed. Functional tests were performed and the lcd test failed. A receiver touch screen manual test was not performed, due to lcd damage. The receiver log was downloaded and reviewed, finding no error related to the complaint. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).